Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) identified that the issue was caused by a broken pocket c1. The pocket was released and replaced by staff. During testing, non-metallic paper materials were found and cleared from the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers drawer 4 and 5 experienced hardware failure. Troubleshooting steps, including hard reboot, power cycling, and recovery attempts, were performed without success. Medications remained stuck in the affected drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.